Event description:
Medtronic received information that this patient exhibited carbon dioxide retention during a cardiopulmonary bypass case. The gas flow to this hollow fiber oxygenator was subsequently increased to compensate for the patient's condition. As the patient was rewarmed following the procedure, the patient exhibited decreasing oxygenation and additional carbon dioxide retention. The decision was made to change out the device, which was performed without reported complication. The case reportedly proceeded without incident.

Manufacturer narrative:
Evaluation method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: exact cause of event cannot be determined as the product has not been returned for analysis. Analysis: to date, this product has not been returned for analysis. Without product return, analysis is limited to review of the device history record, which shows that this product met manufacturing specifications when released for distribution. Conclusion: no definitive conclusions can be drawn at this time regarding the performance of this product. Return of the device is anticipated. Should the product be received, analysis will be performed and a supplemental MDR will be provided.